Manufacturer narrative:
Product complaint # (B)(4). Four unopened samples of product code w8556, lot mlj845 were received for analysis. The complaint sample was not received for analysis. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-82055 and 2210968-2019-82056. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? It was said that three were separated in succession. The defective product was discarded. Any patient consequences? Professors and nurses were embarrassed as the need fell into the patient's body. But fortunately they found you, and the surgery was done safely. Was procedure completed successfully? And how?

Event description:
It was reported that a patient underwent a liver transplant operation on an unknown date and suture was used. During the procedure, the needle and thread were separated. There were no adverse patient consequences reported. No additional information was provided.